Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer exchanged the iesu generator with a ft10 generator and continued the procedure. Patient demographic information was not provided.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer indicated that the monopolar activation was unstable and the vio dv integrated electrosurgical generator unit (iesu) was displaying a ¿?¿. She had already replaced the cable with no change. Since the user was using an external generator (vio 3), the intuitive surgical, inc. (Isi) technical support engineer (tse) explained the possibility of interference and advised her to maintain distance from the generator and to keep the cables separated. The user was bundling the cables together, which may have contributed to the issue. Error 1-8a was caused by noise from an external generator. The customer acknowledged it. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs or reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. While a definitive root cause could not be established and no product issue was identified (the reported event was not confirmed as failure analysis found no faults from the system logs and in-house testing passed all tests. The erbe generator was visually inspected and evaluated for its electrical characteristics which showed no issues), however, a potential cause can be attributed to an electrical issue within the iesu.